Event description:
Customer reported that the insulin pump alarmed during prime and insulin was squirting out of the tubing. Customer is unable to exit the preparing to prime loop. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is protruded. Blood glucose value was 243 mg/dl; last value was 300 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protruded loose drive support disk. Unable to perform functional testing due to a33 alarm. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.